Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of menorrhagia ("8 days period for 6, 8 days period for 7, repeat cycle") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pain ("pain"), hypothyroidism ("I¿m hypothyroid") and hyperthyroidism ("they caused me to go hyperthyroid"). The patient was treated with surgery (essure removal). At the time of the report, the menorrhagia, pain, hypothyroidism and hyperthyroidism outcome was unknown. The reporter considered hyperthyroidism, hypothyroidism, menorrhagia and pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: 8 days period for 6, 8 days period for 7, repeat cycle and pain . Most recent follow-up information incorporated above includes: on (B)(6) 2018: after internal review the as reported event after treatment for that and removal I¿m hypothyroid was amended to only I¿m hypothyroid. The removal was understood as essure removal and thus the case was upgraded to incident. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had more pain in one area') and menorrhagia ('8 days period for 6, 8 days period for 7, repeat cycle') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pain ("pain"), hypothyroidism ("I¿m hypothyroid"), hyperthyroidism ("they caused me to go hyperthyroid"), vitamin d deficiency ("vitamin d deficiency"), blister ("my foot pain was from a couple of blisters"), pain in extremity ("foot pain"), arthralgia ("my aching joints"), fallopian tube cyst ("cyst on my right fallopian tube"), rash ("rash"), hot flush ("hot flashes") and polymenorrhoea ("periods every 12 days") and was found to have tri-iodothyronine decreased ("t3 is still low"). The patient was treated with surgery (essure removal and hysterectomy). At the time of the report, the pelvic pain, menorrhagia, pain, hypothyroidism, vitamin d deficiency, blister, pain in extremity, arthralgia, fallopian tube cyst, rash, hot flush and polymenorrhoea outcome was unknown, the hyperthyroidism had resolved and the tri-iodothyronine decreased had not resolved. The reporter considered arthralgia, blister, fallopian tube cyst, hot flush, hyperthyroidism, hypothyroidism, menorrhagia, pain, pain in extremity, pelvic pain, polymenorrhoea, rash, tri-iodothyronine decreased and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media:8 days period for 6, 8 days period for 7, repeat cycle and pain, periods every 12 days. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added. Events: periods every 12 days were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had more pain in one area') and menorrhagia ('8 days period for 6, 8 days period for 7, repeat cycle') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pain ("pain"), hypothyroidism ("I¿m hypothyroid"), hyperthyroidism ("they caused me to go hyperthyroid"), vitamin d deficiency ("vitamin d deficiency"), blister ("my foot pain was from a couple of blisters"), pain in extremity ("foot pain "), arthralgia ("my foot pain was from a couple of blisters, not my aching joints"), fallopian tube cyst ("cyst on my right fallopian tube"), rash ("rash ") and hot flush ("hot flashes") and was found to have tri-iodothyronine decreased ("t3 is still low"). The patient was treated with surgery (essure removal and hysterectomy). At the time of the report, the pelvic pain, menorrhagia, pain, hypothyroidism, vitamin d deficiency, blister, pain in extremity, arthralgia, fallopian tube cyst, rash and hot flush outcome was unknown, the hyperthyroidism had resolved and the tri-iodothyronine decreased had not resolved. The reporter considered arthralgia, blister, fallopian tube cyst, hot flush, hyperthyroidism, hypothyroidism, menorrhagia, pain, pain in extremity, pelvic pain, rash, tri-iodothyronine decreased and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media:8 days period for 6, 8 days period for 7, repeat cycle and pain. Amendment: the report was amended for the following reason: this is a retention case. All the information: reporter¿s information. Events ¿ blisters, foot pain, pain in joint involving lower leg, pelvic pain female, fallopian tube cyst, jaw pain, rash, low t3, hot flush were added. Event hyperthyroidism outcome updated to recovered/resolved, references details and source documents were transferred from deletion case no. (B)(4) and (B)(4). Legacy device report number 2951250-2019-03278 added from deletion case no.(B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had more pain in one area') and menorrhagia ('8 days period for 6, 8 days period for 7, repeat cycle') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pain ("pain"), hypothyroidism ("I¿m hypothyroid"), hyperthyroidism ("they caused me to go hyperthyroid"), vitamin d deficiency ("vitamin d deficiency"), blister ("my foot pain was from a couple of blisters "), pain in extremity ("foot pain "), arthralgia ("my foot pain was from a couple of blisters, not my aching joints"), fallopian tube cyst ("cyst on my right fallopian tube"), rash ("rash ") and hot flush ("hot flashes") and was found to have tri-iodothyronine decreased ("t3 is still low "). The patient was treated with surgery (essure removal and hysterectomy). At the time of the report, the pelvic pain, menorrhagia, pain, hypothyroidism, vitamin d deficiency, blister, pain in extremity, arthralgia, fallopian tube cyst, rash and hot flush outcome was unknown, the hyperthyroidism had resolved and the tri-iodothyronine decreased had not resolved. The reporter considered arthralgia, blister, fallopian tube cyst, hot flush, hyperthyroidism, hypothyroidism, menorrhagia, pain, pain in extremity, pelvic pain, rash, tri-iodothyronine decreased and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media:8 days period for 6, 8 days period for 7, repeat cycle and pain . Amendment: the report was amended for the following reason: this is a retention case. All the information: reporter¿s information. Events blisters, foot pain, pain in joint involving lower leg, pelvic pain female, fallopian tube cyst, jaw pain, rash, low t3, hot flush were added. Event hyperthyroidism outcome updated to recovered/resolved, references details and source documents were transferred from deletion case no. 2019-216846 and 2019-126170. Legacy device report number 2951250-2019-03278 added from deletion case no. (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.